Manufacturer narrative:
The returned material was suggested being a part of the thread of one of the locking screws which had been abraded. This was based on the appearance in kind of spiralled titanium material with a diameter of roughly 5 mm which corresponds to the screws¿ outer diameter. Further, in case the end cap would have been affected an impaired thread would have caused difficulties during removal and ¿ if successful ¿ would have been removed with the nail. The review of manufacturing documents for the potentially affected locking screw revealed no deviation in material resp. In the manufacturing process. The rmf had considered potential matters with screw insertion / removal. The estimated threshold was not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated. The material in question was part of a thread of a locking screw. In rare cases it has been observed on returned locking screws that the windings had become off or deformed due to contact with an edge of a corresponding drill hole in the nail. Usually only small areas of the thread were affected. In this case the inner surface indicated that the material had been abraded / shaved off for at least 4 windings. In order to create such a spiral as returned the locking screw must have been inserted forcefully in significant misalignment to the axis of the nail¿s screw hole (it cannot be excluded that the material was abraded during unscrewing but this was concluded as very unlike). It is very likely that the initial cause of misalignment was an improper drilling which caused the screw to contact the edge of the nail¿s screw hole during insertion. As a further result the screw must have been inserted with high feeding force. It could not be determined which screw hole of the nail was affected. According to initial post-operative x-rays it could not be determined where the abrasion had occurred because only parts of the screws at proximal were visible on received x-rays and ¿ on the other hand ¿ the material of locking screws and nails is the same which results in that abraded material of one implant is ¿hidden¿ by the material of the other. Under such circumstances it is not possible to detect potentially abraded material. It is very likely that the returned material initially was engaged to the corresponding screw hole and fell off while passing the soft tissue during nail removal. With available information no further technical statement was possible. As to incomplete medical records / x-rays a medical statement seemed not reasonable. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. The event was most likely caused intra-operatively. According to available information a product deficiency was not verified.

Event description:
It was reported that t2 gtn system was implanted on (B)(6) 2013. These implants were removed on (B)(6) 2015. Then the patient complained the pain and foreign material was confirmed on the x-ray image. On (B)(6) 2015, the material was removed.